Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip take-up coordinates needed adjustment. The arm foot tip take-up and primary and secondary racks were ajusted. The instrument was tested without further problem and returned to service.